Event description:
Customer reported a button error on his insulin pump. The numbers are scrolling when entering his blood glucose. The light comes on and off. The buttons are unresponsive. Customer's blood glucose is 149 mg/dl. Customer stated his blood glucose was high last night and this morning. His blood glucose was 466 mg/dl. Customer stated the high was due to a reaction, and not due to anything insulin pump related. There were no significant events leading to the button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).